Manufacturer narrative:
Visual evaluation findings revealed that both dust covers underneath the battery slots had been damaged and the nurse call receptacle pin 3 inside was bent down. With bent pin 3 inside the nurse call receptacle, the mode button will not go into voice only and mute modes when the nurse call cable is plugged into the nurse call receptacle. Additionally, the unit will not send a signal to activate the nurse call station as the outer sleeve of the cable connector will not be grounded. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. Due to the age of the device, normal wear and tear is the likely cause of the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer is calling regarding two alarms that are having issues. One will make continuous noise while the other does not. The date the issue was discovered is unknown and no patient incident or injury was reported.